Event description:
The device was used during a colectomy procedure. Reportedly, the instrument was difficult to close and staples did not form properly. The surgeon used another instrument to complete the procedure.